Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. There is no problem found against the pump. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the impella 5.5 was getting placement signal not reliable alarm. The alarm was disabled, and motor current has been monitored. Patient expired while on support (this is reported on sister record for aic) the complainant reported that an impella 5.5 pump was implanted to support a patient . During support, placement signal unreliable were observed. Despite this issue, the pump remained operational until weaning and explantation. No patient harm was reported.